Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, no blood flow was achieved from the marker lumen. A second proglide device was used but experienced a cuff miss. Hemostasis was achieved using a starclose se device. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The estimated age of the patient was reported to be in the (B)(6). The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. No blood flow from the marker lumen can be affected by numerous factors including, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, each device is visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. If the foot is deployed partially outside the vessel, or the user does not rest the foot against the arterial wall, blood may not flow from the marker lumen. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to the reported event. A conclusive cause for the reported lack blood flow from the marker lumen cannot be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no previous incidents reported for no blood flow from the marker lumen. Based on the investigation, there does not appear to be any indication of a lot specific product quality deficiency.